Event description:
A call to technical services was made on (B)(6) 2013 stating that this device was part of the system wherein there was rising shock impedance from os, then 100 and then up to 132 in one day. The physician was dr. (B)(6) at hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).